Event description:
This device was implanted on (B)(6) 2011 and explanted on (B)(6) 2011 for an unknown reason. It was noted in a call to technical services there was redness around the device area. The procedure took place at (B)(6) medical center with dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).